Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the button error occurs frequently. Customer also had a crack on the display and the belt clip wearing portion. No further details given.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, and a cracked belt clip slot. The visual inspection showed the damage was to the case near the display window corner and not on the display as reported by the user.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.